Manufacturer narrative:
Upon review of alarm trace data, photometer alarms were observed on the day of the event. This is a strong indication of an irritation within the photometric path. Quality control data was acceptable. There was no indication of a reagent issue. The investigation determined that the issue is consistent with an irritation of the photometric path. The product labeling states, "performing maintenance of the photometric system ¿ c 503 replacing the photometer lamp is required after 750 h of switch-on time or every 6 months." Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with total protein urine/csf gen.3 on a cobas c 503 analytical unit. Results from the sample did not agree with the patient's clinical status. The sample initially resulted in a total protein value of < 40 mg/l accompanied by a data flag indicating a linearity issue. The sample was repeated, resulting in a value of > 60000 mg/l accompanied by a data flag indicating a linearity issue. The sample was repeated again, resulting in a value of < 40 mg/l accompanied by a data flag indicating a linearity issue. The total protein value of < 40 mg/l was reported outside of the laboratory and the physician complained the value did not match the patient's clinical status. The sample was manually diluted and repeated, resulting in a total protein value of 10.000 mg/l. The dilution factor used in manual dilution is not known. The sample was repeated again, resulting in a total protein value of 5.400 mg/l. This value was deemed correct and was expected by the physician.